Event description:
It was reported that the patient developed a systemic infection. The right ventricular (rv) lead exhibited noise and was fractured. The rv lead and implantable cardioverter defibrillator (ICD) were explanted. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.